Manufacturer narrative:
The insulin pump was received with a button error alarm and had unresponsive act and up buttons, due to corroded keypad traces. Functional testing and alarm history could not be verified, due to unresponsive buttons. The device was also received with a cracked lcd window, cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error and the device had frozen. At time of the incident, customer's blood glucose was 71 mg/dl. At the time of this report, customer stated her blood glucose was 50 mg/dl since she woke up. The customer stated it was extremely hot outside. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.